Manufacturer narrative:
(B)(6). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture of both implants. Device has been explanted and replaced with non-allergan brand. This record pertains to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed inconclusive. (Shell thickness was within specification) no additional observation. No further actions are required as the device was implanted.

Event description:
Physician reported rupture of both implants. Device has been explanted and replaced with non-allergan brand. This record pertains to left side.